Event description:
Patient had bony metastic lung cancer. She was in hospice when she passed away. She was last seen in the clinic in 2008. Cause of death was unknown; it was reported as unrelated to implanted system. The medications in the pump were hydromorphone, bupivacaine and droperidol.